Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported by pt's attorney that in 2004, the pt underwent revision of a prior left total hip replacement. Following in 2006, the pt's left hip was revised where the stem was discovered to have fractured.